Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported a loss of stimulation, and that therapy is showing off on the recharger since (B)(6). It was stated that the patient is connected to the recharger and still have full coupling, with their implantable neurostimulator (ins) battery charged at 1/4. The patient is to get their patient programmer (pp) to try and turn stimulation back on. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.